Event description:
The manufacturer was contacted regarding a dreamstation auto CPAP device. Per the rwo, the patient alleges the humidifier uses up all the water. The patient also alleges seeing some particles in the mas and the tube; however, not sure what they are. There is no allegation of serious injury or harm; neither is there any specification of medical prevention.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.